Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported a blunt knife noted before a procedure. The device was replaced to perform the surgery. No patient involvement. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: one opened knife was received seated correctly in the tray, with no knicks in the tray for the report of knife was blunt. The returned sample was visually inspected and was found non-conforming with a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).